Manufacturer narrative:
A2 age at time of event: 59 old at the time of enrollment.

Event description:
It was reported that dissection occurred. The subject underwent treatment with an eluvia drug-eluting stent on (B)(6) 2022, as a part of a clinical trial. The target lesion #001 was in the right mid-superficial femoral artery with 4.4 mm proximal reference vessel diameter and 3.8 mm distal reference vessel diameter with 40 mm lesion length with 90% stenosis and was classified as transatlantic intersocietal consensus (tasc) ii a lesion. Prior to the treatment of the target lesion with the study device, pre-dilation was performed using a 5 mm x 30 mm sterling percutaneous transluminal angioplasty (pta) balloon. Treatment of the target lesion was performed by placement of the 6 mm x 40 mm eluvia drug-eluting stent, study device. Post dilation was performed using 5 mm x 30 mm sterling pta balloon and the final residual stenosis was noted to be 0%. On the same day of the index procedure, during treatment of the target lesion, dissection of grade b was noted due to the 5 mm x 30 mm sterling pta balloon. In response to the complication, a bailout stent was placed. Post treatment, the final residual stenosis was noted to be 0%. On the same day, the complication of dissection was resolved. On (B)(6) 2022, the subject was discharged from the hospital on dual antiplatelet therapy.